Event description:
This patient's cochlear implant surgery was difficult due to an ossified cochlea. At initial activation, the patient had no auditory perception. Radiological imaging revealed that the device was incorrectly implanted in a hypotympanic call instead of the cochlea. The surgeon explanted the device and reimplanted in a new one in 2006.